Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was undergoing a breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis when it was observed by the physician that the device had ruptured. Silicone did leak into the patient, but the patient did not experience any adverse effect. There was a 10-15 minute procedural delay. The implantation procedure was completed with a different mentor memorygel breast implant 300cc gel breast prosthesis.

Manufacturer narrative:
On 07/01/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information it was reported that during the procedure the prosthesis was broken. During evaluation of the sample, a tear was observed on the anterior aspect measuring approximately 3.0 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reached on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).